Event description:
It was reported that the pump screen was cracked, rendering the touchscreen non-functional and unreadable. The blood glucose level was 130 mg/dl, which is within the normal range. The customer was expected to return the device for assessment, and a replacement pump with a new serial number was issued.